Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the recharger was plugged into the desktop charger and it wouldn't charge unless she wiggled the connector pin a certain way. Patient stated that her implant had depleted to off as she hadn't able to charge it because of ins recharger not charging issue. It was noted stimulator battery died, recharger wouldn't charge, and connector was broken on desktop charger. Patient stated she was having problem with her charging system, her battery was dead and the stimulator was off, she couldn't get it to charge. No further complication and no symptoms were reported.

Manufacturer narrative:
Analysis of the desktop charger (s/n: (B)(4)) revealed that the connector pins were broken. All codes in this supplemental regulatory report apply to the desktop charger (dtc). If information is provided in the future, a supplemental report will be issued.